Event description:
Int'l ((B)(6)) complaint received reporting a leakage problem involving use of one d1000 tego connector and fresenius lifeline beta set-up. It was reported that "after removal of the heparin lock solution... Blood flowed spontaneously out of the tego cap... The catheter arterial branch was clamped and the tego cap removed. A new one was used." There were no reported adverse pt consequences. Set-ups/medications report lovenox: bolus dose and continuous dose; lock solution taurolock urokinase and aransep IV (administered (B)(6)). Manufacturer's investigation: device return: one used d1000 tego connector was returned for analysis and investigation. Visual inspection of the "as received" tego connector recorded various component damages including corner tears at the slit of the silicone sleeve. Based on the as-received condition, these types of component damages would result in leakages, thus confirming the reported product issue. Additional engineering testing documented leakage origin from corner tear of the silicone seal. Previous investigations of these types of tego component damages have been conducted. Although not always repeatable, those investigations replicated similar component damage when technique/usage employed off center insertion of a mating device combined with over-tightening and or unintended force while attaching / detaching the device. Additional investigations also found similar damages when non-compatible mating/access devices that fail to meet the iso standard 594/2 are used. Since there is a thread stop on the housing, it is likely that the component damage was caused by an off center insertion. Additional investigation: a review of the current molding, assembly processes and applicable tooling and equipment was also conducted to determine if any fixtures, equipment or material handling conditions could potentially contribute to seal / slit damage. The results did not identify any in-process contributing factors. ICU medical's continuous improvement initiatives and engineering team resources have implemented heightened inspection of the applicable mfg processes and continue to monitor for any potential contributing factors. A review of the mfg lot database for the reported lot# 2581880 (mfg date 10/2012) shows (B)(4) units were manufactured, tested, inspected, and released. There were no exception documents generated during the mfg lot build.

Manufacturer narrative:
Conclusion: visual analysis of the "as-received" d1000 tego connector confirmed leakage due to component damages. The engineer's analysis determined the root cause was attributed to incorrect usage. This report has been provided to the responsible distributor and product reps and reported facility.